Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. There was no impact to the customer's blood glucose level.